Manufacturer narrative:
Supplemental created to report cancellation of file-this is non reportable*******************************************************************************

Event description:
It was reported that the device had a pressure sensor error code. Device was sent for repair and pressure sensor was replaced. It was reported that there was no patient events and further details were no t available

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device had a pressure sensor error code. Device was sent for repair and pressure sensor was replaced. It was reported that there was no patient events and further details were no t available.